Manufacturer narrative:
(B)(4). Date sent: 10/1/2021. This is a analysis for a video submitted to ethicon endo surgery for evaluation. Video: this is an analysis from a video where it can be observed an harhd been used during a respiratory procedure. At the thirteen second the device was used in a vessel with a staple between the jaw. Once the vessel was released a blood leakage could be observed. It is possible that the staple line cause an issue during the closing of the device, and it results on the tissue effect issues reported. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. Additional information was requested and the following was obtained: the provided video was reviewed by the medical safety officer and the following was requested: what were all of the instruments involved in the procedure? Harhd20, gen11 and endloop were used. Pve35a was used to cut the a3a vessel.

Manufacturer narrative:
(B)(4). Exact date of death unknown. Batch #: unknown. Additional information was requested and the following was obtained:procedure date: (B)(6). Procedure: laparoscopic right upper lobectomy. The blood vessel device used on: a3a. Bleeding amount: 3700ml. Blood transfusion: the blood transfusion was performed. What action was taken: the surgeon opened and closed the jaws to take off the end. Loop from the device, but the issue did not improve. The surgeon tried to cut the end. Loop by the scissors, but the a3a vascular wall ruptured, and massive bleeding occurred. Hemostatic treatment: astriction. The operation converted to open procedure and clamped by the forceps and suture ligation was performed. Change of surgical operation: it converted to open procedure. Patient outcomes: death. Surgeon¿s comment: I cut the end loop with the hd device, because I thought that the end of the needle and the thread become sharp if I used scissors to cut it. I may have cut the end loop too close at the root. The lymph node dissection had been performed without noticing that the root of the end loop was caught near the connection part of the harmonic jaws and the clamp arm. The lymph node was very hard. I thought it would be easier to cut it off leaving a length from the ligature, in case the same situation occurred, and that the longer one would be less likely to get caught. End loop are not usually used for pulmonary vessels, but in this case, an end loop was used to reinforce the a3a vessel after it was cut off sutured with a suture. The entire team, including the surgeon, had poor experience in emergency situations. Approximately how long was the tail left on the endoloop? No information available at this time. Is there any surgical photo or video available? No information available at this time. Did the looped portion of the endoloop get caught in the clamp arm or the tail portion of the endoloop? No information available at this time. What attempts did the surgeon make to remove the endoloop from the clamp arm? No information available at this time. Did the surgeon attempt to use a grasper to pull the endoloop out while opening and closing the jaws? (This should have worked) the surgeon opened and closed the jaw again and again, but he was not able to release the endoloop. And then, he tried to cut with a surgical scissor. How was the device eventually removed from the endoloop and the tissue? The surgeon was not able to release the endoloop from the clamp arm. Did the surgeon actually pull/tear the endoloop off of the vessel? A3a vessel wall was teared before the surgeon release the endoloop. What was the approximate blood loss? About 3700cc how long after the procedure did the patient expire? No information available at this time. What was the patient cause of death? No information available at this time. Does the surgeon believe the cause of death is associated with the difficulties experienced with the hdi device? Yes, but we have other comments from the surgeon. All members of the team, including the operating surgeon, had a poor experience in emergency situations. The end loop was cut with hd because he thought the cutting with scissors would be sharp of the cut edge. The endoloop may have been cut too far from the knot. It is considered that cutting is easier if the tail side is left, and it is less likely to get caught by the clamp arm when the same situation occurs. End loop was cut at 2.3mm from the knot. The patient went into cardiac arrest, 1.5 hour to 2 hours after the hemostasis. The cause of death was hemorrhagic shock due to massive bleeding from the pulmonary artery. What is the surgeon¿s experience with the harmonic hd 1000i device? The surgeon has used harmonic hd 1000i device since (B)(6) in 2020. What is the surgeon's experience performing lobectomies? Vats 190 cases, open surgery 80 cases. What is the surgeon's experience performing lobectomies with the harmonic hd 1000i? About 120 cases. How was the device used in relationship with the vessel rupture? Harmonic hd 1000i was used for cut and sealing in the lymph node dissection procedure. Can a step by step description of the surgeon's actions leading of to the bleeding and after the bleeding be provided in order to fully understand the situation? I update the information we have about the surgeon's action and patient's conditions." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic pneumonectomy, the end loop caught in the root of the device when using on the blood vessels. Bleeding occurred. The amount of the bleeding was 3700cc. Ligation was performed to stop the bleeding. The operation was converted from laparoscopic to open to complete the case. The blade tip was not broken off and no pieces fell into the patient. The patient outcome was death. Gen11 was used. No device will be returning.